Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump could not exit the rewind process. Customer's blood glucose was unknown. Insulin pump would be replaced.

Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
The insulin pump was received with operating currents within specification at idle currents and active current. The insulin pump passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test at 2.750 lbs and displacement test. No rewind anomalies were noted. The motor was tested outside the device and passed. The insulin pump was received with cracked keypad overlay at select button, minor scratched display window, case and keypad overlay.